Event description:
During placement of the dcs coil within the basilar artery (ba) top aneurysm through the transit2 microcatheter (mc), the physician felt friction. Therefore, he tried to withdraw the delivery system, however, the coil got stretched and caught at y-connector of the mc. The mc and dcs coil were both withdrawn from the pt as one unit. The procedure was safetly completed with new transit2 and dcs coil with the same size. There was no calcification or vessel tortuousity. There was no adverse consequence to the pt.